Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, however, critical pump alarm was cleared and booted up successfully. Successfully downloaded history files and traces using thus. Device passed the sleep current test, active current test and self test. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Critical pump error (open book image) alarm was triggered by pump error 63 (variable 15) and pump error 4 alarms [jul 12, 2021 04:49:01]. Pump error 63 (variable 15) and pump error 4 alarms due to moisture damage on the faulty connector radio frequency board chip on electrical board 1. Device received with no button response at the graph button due to corrosion/moisture damage on the keypad flex connector. Device failed the keypad voltage test at the graph button (7 milivolts) due to corrosion on the keypad flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay and keypad overlay texture damage. . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Pump was received with a critical pump error (open book image) alarm, however, critical pump alarm was cleared and booted up successfully. Successfully downloaded history files and traces using thus. Pump passed the sleep current test, active current test and self test. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Critical pump error (open book image) alarm was triggered by pump error 63 (variable 21) and pump error 4 alarms [jul 12, 2021 04:49:01]. Pump error 63 (variable 21) and pump error 4 alarms due to moisture damage on the rf chip on pcba 1. Pump received with no button response at the graph button due to corrosion/moisture damage on the keypad flex connector. Pump failed the keypad voltage test at the graph button (7mv) due to corrosion on the keypad flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay and keypad overlay texture damage. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid and had critical pump error alarm. The customer stated they were received open book image on screen. Customer reported that they performed self test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.